Event description:
It was reported that during patient use, the autopulse platform performed compressions for approximately 4 minutes, then displayed a "low battery" message and stopped performing compressions. The medics on scene switched the battery out with another battery but the platform did not resume compressions. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned on 05/04/2015 for investigation. Investigation results as follows: visual inspection was performed and found that the motor cover and load plate cover were damaged. From the condition of the platform, the physical damages appeared to have been due to normal wear and tear. Functional testing was performed with a test li-ion battery and the reported complaint of the platform displaying a "low battery" message could not be duplicated. Unrelated to the reported complaint, a user advisory (ua) 17 (max motor on time exceeded during active operation) fault occurred during functional testing. Further inspection identified a sticky clutch plate as the probable cause. The platform's clutch plate was replaced with an in-house test clutch plate and the platform was functionally tested with a large resuscitation test fixture for approximately 30 minutes, with no problems found. Based on verification that the clutch plate was the cause of the ua 17 code, a new clutch plate was installed onto the platform. A review of the platform's archive was performed and no user advisories, system errors or warnings were seen on the reported event date of (B)(6) 2015. However, on (B)(6) 2015, two ua 44 (battery voltage too low during compression (replace battery)) messages were observed, thus confirming the reported complaint. From the archive, it can be concluded that the ua 44 codes occurred as intended, due to the customer using a li-ion battery ((b)((4)) which had insufficient remaining charge at the time of use. A review of the archive was performed and no issues related to improper battery management were observed. Based on the data, the customer is properly managing batteries used with this platform. Although li-ion battery ((B)(4)) had insufficient remaining charge at the time of its use, the archive does show that the battery had a sufficient number of charge cycles performed. Based on the investigation, the parts identified for replacement were the clutch plate, motor cover and load plate cover. In summary, the reported complaint was confirmed during platform archive review. The archive shows that the platform did display two ua 44 codes on (B)(6) 2015. The codes were not a result of a device deficiency, but rather occurred as expected due to use of a li-ion battery which had insufficient remaining charge. Unrelated to the reported complaint, the platform displayed a ua 17 during functional testing which was attributed to a defective clutch plate. Following service, including replacement of the clutch plate, the device passed all test criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.